Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose level was 284 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.